Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level sensor (yellow) was giving erroneous reading. The user observed a "level sensor alarm disconnected" error message. The user changed out the sensor for a red sensor and it worked fine. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the patient.